Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was felt that the wire became stuck inside of the catheter when tried to withdraw it. The catheter and wire were removed and it was observed that the wire was slightly bent. The devices were replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.